Event description:
This event was reported as mitral insufficiency/regurgitation. Patient required blood transfusions, 2/week, had post-op atrial fibrillation requiring cardioversion, lle saphenectomy, cellulitis/hematoma requiring evaluaiton and hemolytic anemia. No further information was provided.